Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a dislodged crimp from the yaw pulley. The yaw cable crimp is installed. The yaw cable crimp is not properly seated within the yaw pulley as the spatula moves in yaw. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. System log review confirms four engagement failures via error code 22020 indicating engagement failure on the yaw axis. The instrument was found to have multiple indentations/ burrs on the outer face of the distal idler pulleys. There were pieces missing, measuring roughly 8.3mm x 5.04 mm, 7.45 mm x 4.40 mm, and 8.70 mm x 2.80 mm. The complaint was confirmed by failure analysis. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The probable root cause is attributed to the instrument experiencing more load than anticipated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument failed engagement. The procedure was with no reported injury.